Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010: patient was admitted to hospital. Patient presented with pre-operative diagnosis of non union c5-6, degenerative adjacent segment disk disease at c6-7,cervical spinal stenosis at c5-6 and behind the body of c6 and two levels c6-7 and underwent anterior cervical corpectomy at c6,decompression c5-c7,anterior cervical fusion c5-7 with an inter-body reconstruction with local graft rh-bmp2/acs and anterior plating. Per op notes" ... Using a 2mm kerrison, the lateral foraminotomies were performed at c5-6 and c6-7. Once this was completed it was sized to a 20 mm cage this and was filled with morselized rh-bmp2/acs,half of extra extra small rh-bmp2/acs pad and the local graft was then morselized and was packed in cage. It was then tamped down into position and checked under fluoroscopy and felt to be good alignment. Once this was completed, pins were removed and a 26 mm anterior cervical plate was affixed the inferior aspect of c5 and the superior aspect of c7 using 16 and 18 mm screws. Once this was completed, anterior to the cage and posterior to the plate the remainder of his local bone graft was placed and a small amount of floseal was used to obtain hemostatsis. Post-operatively, patient sustained unspecified injuries (B)(6) 2010: patient was discharged.